Manufacturer narrative:
H.6 investigation summary: we could confirm black fm at the levine side from photo. However we couldn't find what it was due to as photo was taken from behind. No issue in retention sample. No issue in DHR. No trend. Root cause was undetermined. H3 other text : see h.10

Event description:
It was reported that bd bbl¿ plate tsa5% sb//levine emb get moldy. No patient impact was reported. The following information was provided by the initial reporter: get mouldy